Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent in the lcx exhibiting moderate stenosis, tortuosity and calcification. The device was inspected before use, with no issues noted. The lesion was pre-dilated with a rotoblator. There were difficulties reported in crossing the lesion and the stent deformed in vivo, during positioning. Resistance was noted while advancing the device to the lesion and no excessive force was used. It is reported that a strut lifted when attempting to use the device. The patient status is alive, with no injury. The physician completed the procedure with 3.0/22 resolute onyx.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the distal stent wraps during visual inspection. However, the proximal pillow bond was opened and disturbed. Deformation was evident to the distal tip during visual analysis; with a 0.2cm split on the distal tip. Also, distal tip appeared to be jagged and uneven. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.